Event description:
It was reported that reservoir volume discrepancies were noted on two occasions. The first volume discrepancy was 3 ccs. Approximately 3 weeks ago, the hcp aspirated 2x the expected volume. The hcp questioned a possible defective battery. The pump contained lioresal 2000 mcg/ml at a daily dose of 1627 mcg in flex dosing with frequent boluses. No patient symptoms were reported. The pump was explanted and replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.